Event description:
It was reported the pt lost scs system stimulation. The pt met with an sjm representative and was reprogrammed, but effective stimulation was not obtained. The pt still has swelling at the lead site. Pt's physician ordered x-rays for a later date as the next course of action to further evaluate issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.